Event description:
Event determined to be reportable based on analysis approved 23 may 2007. It was reported that during a pci procedure, the guide wire kinked. The 90% stenotic lesion was located in the calcified mid-left circumflex (lcx). While the physician torqued the guide wire, it was impossible to control. The physician noted that the tip of the guide wire was kinked. The procedure was completed with another of the same device. No pt injuries or complications were reported. Pt status is listed as "good". Device analysis revealed a fracture of the core wire.

Manufacturer narrative:
Returned product analysis revealed a fracture of the core wire. The guide wire returned for analysis exhibited a severe bent condition at the distal end. Additionally, the guide wire presented a kink at approx 23cm from the distal end. Microscopic examination revealed a fracture of the core wire at 2 mm from the distal end of the guide wire. Based on the sem analysis, the fracture surfaces did not present any inherent material defects and/or dimensional anomalies that would have caused and/or contributed to the reported incident. The core wire fractured as a result of a bending overload moment. The device history record was reviewed and found to meet all requirements. The lot met all specifications relevant to the complaint upon lot release. Although procedural factors may have contributed to the reported incident, the root cause of the failure cannot be determined.